Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached accucath IV catheter was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga accucath catheter luer adapter. Also received was the deployment assembly with the safety engaged, one statlock catheter stabilization device, and one non-bas dual lumen extension set. The catheter was completely detached from the received luer adapter and was not returned for evaluation. Inspection of the luer adapter distal orifice did not reveal any inlaid catheter fragment(s). Microscopic inspection of the distal orifice revealed an abrupt narrowing of the inner lumen approximately 1mm from the proximal end. The narrowing comprised a shoulder which indicated how far the catheter was inlaid within the molded joint. The catheter is designed to be inserted to the plastic luer adapter prior to over-molding. The observed shoulder is the result of failure to fully insert the catheter on the core pin during the over-molding process. The sample will be forwarded to the manufacturing site for further evaluation. (B)(4) evaluation the complaint due to ¿catheter fractured¿ was confirmed. Microscopic evaluation performed, showed that cause of catheter breakage it was due to bad positioning in the molding and failure in the stress test. The cause of this complaint is supplier related. A memorandum was sent to supplier. The reason of non notification report to the supplier was taken based this rationales: part number is not anymore bought with (B)(4), the manufacture of this accucath 20ga x 2.25" was transfer to bard (B)(4), and it was completed since november 2016 under (B)(4), the last p.o. Received was (B)(4) and parts were received under lot 22-993436. A lot history review (lhr) of rebr0440 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the nurse was inserting an accucath when the catheter became detached from the hub. No symptoms were exhibited at the time of event other than anxiety. When the patient was examined by the physician the catheter had migrated. Patient was taken to interventional radiology two days after implant where catheter was noted to be "somewhere in the pulmonary artery". No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0440 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility, via the sales rep, that the nurse was inserting an accucath when the catheter became detached from the hub. No symptoms were exhibited at the time of event other than anxiety. When the patient was examined by the physician the catheter had migrated. Patient was taken to interventional radiology two days after implant where catheter was noted to be "somewhere in the pulmonary artery". No patient injury was reported.